Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s dexcom wearable failed and the patient had no bg meter to use as a back-up. The patient was asymptomatic. At an unspecified time, the patient¿s daughter took the patient to the emergency room. At the ER, the patient¿s bg meter reading was tested and was ¿high¿, however, no specific value was reported. The patient was treated with an unspecified IV. It was not specified how long the patient was in the ER before being discharged. The patient was feeling better at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.